Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-03262. It was reported that the patient experienced leg weakness following the removal of his trial leads on (B)(6) 2018. Reportedly, the patient left the facility with a limp. The physician does not believe that the issue is related to the lead placement or removal. No intervention has been planned at this time. Follow up revealed the issue was resolved